Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 50 patient samples tested for antibody to (B)(6)when testing between an e602 analyzer and an architect analyzer. Based on the data provided, 7 patient samples were erroneous. It is not known if the erroneous results for patient samples (B)(6) were reported outside of the laboratory. The erroneous results for patient samples (B)(6) were reported outside of the laboratory. Patient sample number (B)(6) result on the e602 analyzer was (B)(6). The repeat result on the architect analyzer was (B)(6) (unit of measure not provided). Patient sample number (B)(6)(date of birth of (B)(6) initial (B)(6) result on the e602 analyzer was (B)(6). The repeat result on the architect analyzer was (B)(6) (unit of measure not provided). Patient sample number ((B)(6) male) initial (B)(6) result on the e602 analyzer was (B)(6). The repeat result on the architect analyzer was (B)(6) (unit of measure not provided). Patient sample number ((B)(6) female) initial (B)(6) result on the e602 analyzer was (B)(6). The repeat result on the architect analyzer was (B)(6) (unit of measure not provided). Patient sample number ((B)(6) female) initial (B)(6) result on the e602 analyzer was (B)(6). The repeat result on the architect analyzer was (B)(6) (unit of measure not provided). Patient sample number ((B)(6) male) initial result on the e602 analyzer was (B)(6). The repeat result on the architect analyzer was (B)(6) (unit of measure not provided). Patient sample number ((B)(6) female, weighing (B)(6)) initial (B)(6) result on the e602 analyzer was (B)(6). The repeat result on the architect analyzer was (B)(6) (unit of measure not provided). No adverse event occurred. The e602 analyzer serial number was not provided. All 50 samples were submitted for investigation. Quality controls were acceptable.

Manufacturer narrative:
The (B)(4) samples were submitted for investigation. The samples were tested on an e602 analyzer used at the investigation site. The customer results were reproduced. The(B)(4) samples were sent out to an external laboratory where they were tested on a siemens centaur system. Patient sample s-2 was (B)(6). Patient sample s-21 was (B)(6). Patient samples t-5, t-8, t-11, t-16, t-17 were all (B)(6) confirming the roche (B)(6) results. Differences in (B)(6) results are well known when testing on different platforms. These differences are described in product literature. (B)(6) determination in a single sample from tests obtained from different manufacturers can produce results differing by a factor of 10. Based on the available data, no general reagent issue was identified. The reagent performed within specification.